Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater was peeling off the jaws. This was noticed after the device was cleaned with a dry sponge and put back into the leg. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that shaft was kinked in about the center and the shaft was severed about 2 inches from the distal end. One of the wires was severed as well, the insulation of the wire was peeling, and the yoke was bent. The jaws were somewhat burnt, and the heater hook had detached from the boot tip, but the silicone was intact. There was some evidence of blood. A follow-up was made to the reporter to obtain information on how the shaft and wires became severed and bent, but the most likely cause of the received condition of the device which was different from the reported complaint, could not be determined. Based upon the visual observations, the reported complaint for "heater peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).